Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis registered nurse reported the patient was admitted for peritonitis. The following is from medical records received from the patient's treatment facility. The patient had his peritoneal dialysis catheter removed in (B)(6) 2015 and he was placed on hemodialysis. In (B)(6) 2015 another peritoneal dialysis catheter was placed and he returned to peritoneal dialysis. The patient presented with a few day history of abdominal pain and body aches that he thought was gastroenteritis. He started having nausea and then was a fever of 101. He has a poor appetite as well. He was treated with zosyn. He was also noted to have hyponatremia and accelerated hypertension 200/86. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Additional information: other relevant history; model and lot #. A return product investigation was not performed as the returned cycler was sent to production for refurbishment. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event. Clinical review of the medical records revealed there was no documentation supporting a possible association between the fresenius dialysis products and the event of peritonitis. Corrected data: lot number removed.

Event description:
The following is from the medical records provided by the patient's treatment facility. The patient presented to a hospital's emergency department with worsening abdominal pain that started one week prior, nausea, afebrile and a blood pressure of 200/86. The patient was diagnosed with spontaneous bacterial peritonitis and admitted to the hospital. The patient was treated with zosyn (piperacillin/tazobactam). On (B)(6) 2016, the patient was discharged from the hospital to home in stable condition to continue with vancomycin 1,000mg. On (B)(6) 2016, the patient's treatment modality was changed from peritoneal dialysis to in-center intermittent hemodialysis.